Event description:
During angio of the heart, when contrast was injected, the high pressure tubing connectors broke apart. Contrast with a small amount of blood was sprayed across the room. Tubing and connectors were saved for examination. Using in conjunction for angio of the heart.